Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The devicewas forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.